Event description:
It was reported that when the patient presented for follow-up, high voltage circuit damage and low, out of range high voltage lead impedance were observed. Stored egms revealed that the patient received inappropriate therapy for atrial fibrillation. The ICD and lead were replaced. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.